Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of 27 apr 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. During previous service, the batteries and battery harness were replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, the reported condition of a colleague infusion pump with a damaged battery was confirmed as a battery depleted set alarm. This alarm occurred during infusion and interrupted delivery. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.